Event description:
Colonoscope cleaned and reprocessed according to manufacturer guidelines. During cleaning and reprocessing, a clip was dislodged from the endoscope. Despite proper cleaning and reprocessing, clips can remain lodged inside of scope which can result in an infection control issue for patient population.